Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was received which indicated that the patient had elevated lactate dehydrogenase (ldh) and hypertension (htn). The patient was admitted for thrombolytics. Diagnostics reveal that "increased ldh may be due to outflow cannula positioning."

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.